Manufacturer narrative:
The computer was returned to the manufacturer and analysis was completed. Functional testing and visual examination were performed and no failure was found. The computer booted normally to the application screen and passed all tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor would go black. The representative replaced the monitor and the computer. The system then passed the system checkout and was found to be fully functional. Analysis on the returned monitor resulted in no failure being found through functional testing and visual/physical examination. Analysis states that when the monitor was connected to a known good system the monitor displayed a good image with no issues. No problem found. The computer has been returned to medtronic but has yet to be analyzed. Device manufacturing date not known. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in functional endoscopic sinus surgery (fess). It was reported that the system had unexpectedly shut down multiple times throughout the day. In the past week the system had been shutting down but this was the first reported instance. The site also mentioned that in some occurrences the screen went 3/4 black before shutting down. This issue occurred while the health care professional was not using the system. There was no delay to the procedure. No impact on patient outcome.